Manufacturer narrative:
Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
A laser tech reports an energy message, high voltage. No pt harm reported. Add'l info has been requested.